Event description:
A report was received via social media that the patient was experiencing inadequate stimulation. It was also noted that the patient had headaches from pulling out the lead, which had also punctured a small hole in the spinal cord. No further information could be obtained.